Event description:
The customer contact reported that during preventive maintenance testing at the user facility, 2 pins were found missing from the bolus connector. The customer contact stated that a bolus cord could be inserted into the bolus connector; however, it was not specified if the device could deliver a dose when the button on the pt bolus cord is pressed. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device did not deliver a dose when the bolus button was pressed. This was due to missing contact pins in the bolus connection sockets on the bottom end cap. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).